Event description:
It was reported that the patient indicated that after one year of having the implant of an artificial urinary sphincter, the device was not working and he started to get increasingly more leakage. The patient was leaking as if he had no device. The patient had spoken with his physician who indicated everything was ok. The patient intends to reach out to the physician again or obtain a referral to another physician. Additional information received indicated the patient was doing very well at the time of his last follow-up in (B)(6) 2020. The physician stated the patient likely has some sub-cuff atrophy. The patient was doing better as he was over 6 pads per day pre-op and now wears a few when jogging.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient indicated that after one year of having the implant of an artificial urinary sphincter, the device was not working and he started to get increasingly more leakage. The patient was leaking as if he had no device. The patient had spoken with his physician who indicated everything was ok. The patient intends to reach out to the physician again or obtain a referral to another physician.